Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on unknown date and blood glucose levels dropped every night. Customer current blood glucose level was 85 mg/dl. The customer stated that customer removed pump and insulin pump had suspended delivery at night sensor glucose was 95 mg/dl and blood glucose was blood glucose 85 mg/dl. It was unknown that auto mode feature was active at the time of low blood glucose event. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.